Manufacturer narrative:
The unit was received with a button error alarm and unresponsive buttons due to a corroded keypad. There was no moisture damage on the electronic assembly during the visual inspection. The unit had a minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot, a cracked reservoir tube lip, and a stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump was exposed to moisture and then a button error alarm occurred. The customer's blood glucose level was 179 mg/dl. The customer received a replacement device, and agreed to return the product for analysis.